Event description:
It was reported that right ventricular (rv) lead was explanted due to low lead impedance measurement but not out of range. Imaging also showed late perforation and dislodgement. The lead was returned for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that right ventricular (rv) lead was explanted due to an unknown product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead was explanted due to low lead impedance measurement but not out of range. Imaging also showed late perforation and dislodgement. The lead was returned for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the perforation as reported patient code cannot be confirmed by product analysis but was assigned the cause, known inherent risk of device, based on the field report. The dislodgement allegation was also not confirmed. The "pacing impedance low within normal limits" allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. The known inherent risk conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations. Based on the results of the investigation, no escalation is required.